Event description:
Same case as #6000089-2005-00937, 01061.it was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred and during the reintervention, a shaft fracture occurred. The lesion in the non-tortuous, non-calcified, 95% stenosed circumflex (cx) and obtuse marginal (om) 1 was predilated with a 2.5x15mm maverick 2 balloon. Two taxus express2 drug eluting stents, of unknown sizes, were placed using a crushing technique. The patient received plavix and lipitor post procedure. It is unknown if the patient was medication compliant. The patient presented 15 days later with chest pain and an angiogram revealed a thrombosis in the cx. The cx segment was predilated and the physician decided to place a taxus express2 3.5x12mm drug eluting stent but the stent could not cross the lesion. The physician predilateed the lesion. The physician predilated the lesion again but the stent still would not cross. The physician exchanged the stent for a taxus express2 3.0x12mm drug eluting stent and while trying to cross the lesion, met resistance at which point the catheter shaft broke on a portion that was outside the patient. The stent catheter was retrieved and exchanged for a 3.5x12mm liberte stent. The stent easily crossed the lesion and was implanted at the target area. No additional patient complications were reported. Patient status is reported to be satisfactory. It was reported that the thrombosis was not related to the stent because in the initial implant, while deploying the second taxus stent, "the stent deployed in the initial implant, while deploying the second taxus stent, so it was protruding in the cx and this caused the thrombosis of the cx stent." It was considered a mechanical problem and "had nothing to do with the stent itself."